Manufacturer narrative:
Event site telephone number (B)(6). The product was returned with the membrane loosely folded and blood on the exterior of the catheter. The sheath was not returned for evaluation, however the dilator was returned and was observed to be curved with a narrow diameter near the tip. The insertion needle, pressure tubing, and extender tubing were also returned. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, extender, and pressure tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. We are unable to confirm the reported failure ¿difficult/ unable to insert iab¿ during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
Event site postal code - (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) could not be inserted. A new iab was inserted successfully. There was no patient harm or adverse event reported.